Event description:
Pt went to operating room for placement of an inferior vena cava filter on (B)(6) 2011. The op report stated that upon placement, the filter failed to deploy and migrated to the superior vena cava. When attempt made to retrieve the filter, it then deployed and lodged in the superior vena cava with no untoward effect. Filter was noted to be defective and during this surgery, another filter was placed and deployed without incident. Plan is to remove the defective filter at a later time.